Manufacturer narrative:
C-906 initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. This case was submitted as a result of a retrospective review. The appropriate device details were provided and the relevant device manufacturing records were retrieved and reviewed, it was found that the reported device was manufactured in july 2011 as part of a bacth of 6. A quality alert was issued following this event re-iterating that all rework must be authorised and controlled. Based on this, corin now considers this case closed, however, should any new information be provided this case may be re-opened for further investigation.

Event description:
Minihip broach size 5 was incorrectly marked as size 4 then remarked as a size 5. The part marking is no longer clear to the user.